Manufacturer narrative:
Zimvie complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 lost integration due to exposed and damaged threads. Delayed healing was also reported. The implant was removed.